Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was 284 (mg/dl). Reportedly, the customer was able to load a cartridge successfully, addressed the high bg and resumed insulin.